Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. X-rays were reviewed and confirmed fracture. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement interface. A depuy cement was used. It was also reported that the adapter bolt broke. Distal swivel end of adapter came off. No surgical delay. Doi: (B)(6) 2013, dor: (B)(6) 2020, left knee.